Event description:
A complaint was reported that a pt will be explanted, due to the changes in stimulation and posture. The pt states that the precision system gives him jolts. After many unsuccessful reprogramming sessions, the pt is deciding to explant the precision system.